Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that right ventricular (rv) lead has had short v-v intervals noted at several checks. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Event description:
The lead also had a possible fracture. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary - a distal segment of the lead was returned and analyzed. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.